Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: the child is unable to breathe autonomously due to premature birth and uses a ventilator for life support. During the power on self-test process, the device alarms and the oxygen cell fails. Unable to function properly. Immediately replace the equipment. No patient harm or consequences.

Event description:
The following was reported to hamilton medical ag: the child is unable to breathe autonomously due to premature birth and uses a ventilator for life support. During the power on self-test process, the device alarms and the oxygen cell fails. Unable to function properly. Immediately replace the equipment no patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).